Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tritanium cup. A supplemental report will be submitted upon completion of the investigation.

Event description:
Revised due to lose primary tritanium cup. The x-ray showed radiolucency all around the cup and the MRI confirmed aseptic loosening. No infection. It was the proper size.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Revised due to lose primary tritanium cup. The x-ray showed radiolucency all around the cup and the MRI confirmed aseptic loosening. No infection. It was the proper size.